Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported observing particulate matter inside of the solution of the intermate device. This occurred after filling the device. This condition was noted prior to patient use. No additional information is available.